Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implanted pump. The indication for pump use was non-malignant pain. The patient was calling because they were scheduled for an MRI on thursday and the MRI facility would not allow them to have the MRI unless a company representative (rep) could come and check the pump afterwards. It was reviewed that the rep would need to be invited by the healthcare provider to be at the appointment, so the patient was provided the nas (national answering service) phone number for the MRI facility to call. During the call, the patient reported that their ¿pump had to be removed a month after it was put in due to catheter breakage¿. The patient stated, they ¿had so many catheter replacements that their neurosurgeon can't do it again¿. The patient stated they had undergone many surgeries ¿because of the pump¿ and that they are ¿being driven crazy with this thing that can't deliver medication¿. The pump was currently alarming and had been alarming for over a year as it had reached eos (end of service) a year ago. Options for having the pump alarm silenced were reviewed.

Manufacturer narrative:
Continuation of d10: product ID: 8578, serial#: (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter; product ID: 8598a, serial#: (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot#: (B)(6), ubd: 22-jul-2017, UDI#: (B)(4) ; product ID: 8598a, serial/lot#: (B)(6), ubd: 14-jul-2010, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.